Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this complaint closed at this time.

Event description:
Litigation papers received that allege the patient suffered from damage to the tissues and structure of the hip; inflammatory and lymphocytic response; headaches; fatigue and exhaustion; synovitis; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom; avascular necrosis; physical pain; disfigurement, mental anguish and anxiety.